Manufacturer narrative:
The mcs tip cover accessory has not been returned to isi for evaluation. Therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the product is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A system log review was performed, but no errors related to this event would exist in the logs. Based on the information provided at this time, this complaint is being reported because the mcs tip cover accessory was damaged due to arcing and had holes/tears/missing material on the gray area with no evidence or claim of user mishandling/misuse. Although there was no report of patient injury, if this failure mode were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, a spark was visualized inside the patient's cavity, as if it were an energy leak through the tip of the monopolar curved scissors (mcs) instrument. The clamp was removed immediately and the team noted that the mcs tip cover accessory was broken. The team reported that there was no difficulty in fitting the mcs tip cover accessory at the beginning of the surgery and also did not observe if any forceps touched the mcs tip cover accessory during the procedure inside the cavity. They only visualized the energy leak and when the mcs tip cover accessory was removed, it was broken. A backup instrument of the same type was used, and the procedure was completed with no reported injury. The mcs tip cover accessory, when used as intended, provides insulation over a section of the endowrist mcs instrument so that radio frequency (rf) energy is only available at the instrument scissor tips. Intuitive surgical, inc. (Isi) followed up with the initial reporter for additional information; however, no response has been received at this time.

Manufacturer narrative:
. 4307 - intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the monopolar curved scissors (mcs) instrument identified by ¿batch 921¿ and the mcs tip cover accessory were not inspected prior to use; however, the cannula was visually inspected without the use of a gauge pin. The mcs that the mcs tip cover accessory was installed on will not be returned for evaluation. The surgeon was cauterizing using a valley lab generator set to 30 for both cut and coagulation. The instrument was in use for 30 minutes when the damage was observed in the middle of the mcs tip cover accessory. It was reported that there was no instrument collision, and the instrument did not come into contact with any staples, clips, or sutures. No patient harm was reported and the patient has not returned due to any post-surgical complications. Intuitive surgical, inc. (Isi) received the mcs tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. Failure analysis found the distal end of the mcs tip cover accessory exhibited localized melting, which is indicative of arcing and is attributed to component failure. The mcs tip cover accessory was also found to have tearing at the mouth on the distal end tears were axially aligned with the mcs tip cover accessory and measured from 0.020¿ to 0.137¿ in length. Tears at the mouth are most commonly caused by repeated thermal and mechanical stresses. The root cause of this failure is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.